Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 11 march 2022, the patient was hospitalized in the emergency room for a unknown problems at stoma site. A CT scan revealed an incarcerated internal bumper (buried bumper syndrome). On 12 march 2022, the device/tubing was surgically removed. On 15 march 2022, a swab of the stoma site was positive for candida albicans and stonotrophomonas maltophilia. On 18 march 2022, the patient died due to septicemia caused by the candida albicans and stonotrophomonas maltophilia. It as unknown if an autopsy was performed. No further information is available.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper syndrome are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.